Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the device routinely experienced the connective tubing (@ top of the l-370 sets) kinking off, when attached to either an IV admin. Set or blood set, in multiple areas. Multiple occasions, since began using hl-390 and l-370 over last few months. No patient injury reported.